Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 1000 mg/dl at the time of incident. The customer was treated with insulin intravenous drip in the hospital. The customer was experienced symptoms of high blood glucose level such as dehydrated, vomiting. The insulin pump will not be returned for analysis.